Event description:
The event involved a tego¿ connector where it was reported upon line removal, the membrane lifted and opened with a risk of air entering. There were no consequences for the patient, the cap was changed by the nurse without any further issues encountered. The valve was placed on (B)(6) 2025 and it was removed on (B)(6) 2025. The disinfectant used on the valve was alcoholic chlorhexidine 0.5%, the product used in the circuit was lockable citrate 4% solution. There was patient involvement and no adverse event/human harm. This report captures 2 occurrences.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Manufacturer narrative:
Investigation summary received one (1) used d1000 tego connector for inspection. No defects or anomalies noted. The tego was leak tested. There were no leaks. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.